Manufacturer narrative:
This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 22 mmol/l at the time of the incident. The customer stated the insulin pump was dropped and the ring from reservoir is missing. The customer has been using an older insulin pump and current blood glucose on different pump 7.3 mmol/l. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage.